Event description:
It was reported that the implantable cardiac monitor (icm) migrated and protruded out of the skin. The icm was removed and a new icm was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.